Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently hot to the touch. The customer provided a blood glucose level of 400 mg/dl, however, also indicated that customer went to the emergency room (ER). The customer declined follow up contact from tandem technical support to determine backup insulin therapy method. The customer declined to provide additional information regarding the nature of the ER visit.